Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer observed that the n1 gives a positive result. This event occurred 20 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer's report, the case in which only the n1 gives a positive result with max cov reagent occurs frequently these days." Eua: (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer observed that the n1 gives a positive result. This event occurred 20 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "according to the customer's report, the case in which only the n1 gives a positive result with max cov reagent occurs frequently these days." Eua(B)(4).

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit ref (B)(4) lot 2074206 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max system indicated that lot 2074206 was manufactured according to specifications and met performance requirements. Customer reported positive samples only for the n1 target with bd sars-cov-2 reagents for bd max¿ system kit lot 2074206. Some of these samples were negative when retested with another method. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Based on the available information, and without data, bd is unable to identify a cause for the customer issue. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max system kit lot 2074206. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h.10.